Event description:
The customer reported the tubing for the enteral nutrition were leaking. They were leaking from the connector site of the tube and bag.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. It has been confirmed that the sample has been discarded. Without a sample analysis the reported condition could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action.